Manufacturer narrative:
(B)(4) batch # t5ak7c. Investigation summary: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality in the three staple height selector positions with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the three firings. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open pancreaticoduodenectomy, oozing occurred from the staple line after the firing on the gastric body, and it was found that some staples were malformed. Suture was performed to stop the oozing. The amount of the oozing was unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.